Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. FDA coding that was initially reported in the initial report for health effect- clinical code is being corrected from code 4580 to 1932 and 2013. This is a follow up report to correct this code. FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 3190 to 2408. This is a follow up report to correct this code.